Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon further inspection, it was found that the single computer board was faulty. To resolve this issue, philips engineer replaced the single board computer. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system did not start up. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.